Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 84-year-old patient in non-st-elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella support the patient experienced oozing at the impella access site. The patient was non-compliant with maintaining a straight leg to help resolve bleeding. Angle matching and redressing of the site improved the bleed, but the patient insisted on removal of the device. Impella cp was weaned and removed, and the access site was closed with a perclose device and manual pressure.